Event description:
A report was received that the patient underwent a pocket revision procedure due to pain at the pocket site. Nothing was implanted or explanted during the revision. The patient is reportedly doing well following the procedure.